Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that uninterruptible power supply (ups) battery of the mobile view station (mvs) was replaced and a system checkout was performed. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect battery has not been received by manufacturer for evaluation.

Event description:
A site representative reported that while outside of procedure imaging system displayed an error message indicating system not able to enter standby. There was no patient present at the time of the issue.

Manufacturer narrative:
Device evaluation: the suspect parts were returned to the manufacturer for evaluation and the issue was confirmed. The returned battery cartridge was installed in a uninterruptible power supply (ups) and charged for at least 6 hour returned battery would not hold a charge.